Event description:
Customer reported that the rim around the reservoir compartment was breaking apart. Customer's blood glucose reading at the time of the call was 76 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case on reservoir tube corners, broken reservoir tube lip, and cracked battery tube threads.